Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain similar to gallstones"), genital haemorrhage ("excessive bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), gastrointestinal disorder ("gastrointestinal or digestive system condition-type: pain similar to gallstone, but gall bladder was removed in 2001") and autoimmune disorder ("autoimmune issues") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, thyroid disorder (underactive thyroid), endometriosis, high cholesterol, sinus operation and cholecystectomy. Previously administered products included for an unreported indication: ortho novum. Concurrent conditions included body mass index normal, anxiety disorder and condyloma acuminatum. Concomitant products included biotin, buspirone hydrochloride (buspar), cetirizine hydrochloride (zyrtec), cyanocobalamin (vitamin b12), levothyroxine sodium (synthroid), liothyronine sodium (cytomel), lisinopril, montelukast (singulair), multivitamin, naproxen (valrox), pravastatin, rosuvastatin and ubidecarenone (coq10). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced pruritus ("itching of skin") and weight increased ("weight gain"). In february 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, 3 years 11 months after insertion of essure, the patient experienced uterine haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2017, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2017, the patient experienced gastrointestinal disorder (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant) and tooth disorder ("dental problems"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), rash ("skin rash"), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), mood swings ("severe mood swings"), headache ("headaches"), allergy to metals ("nickel allergy"), abdominal pain ("right abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (gall bladder removed in 2001). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia and alopecia had resolved, the genital haemorrhage, uterine haemorrhage, gastrointestinal disorder, autoimmune disorder, migraine, rash, hypersensitivity, depression, anxiety, mood swings, vaginal haemorrhage, menorrhagia, pruritus, female sexual dysfunction, headache, tooth disorder, allergy to metals, dysmenorrhoea, fatigue, abdominal pain and abdominal pain lower outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, pruritus, rash, tooth disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. (B)(6) 2014 : essure confirmation test(s) : total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-oct-2018: plaintiff fact sheet received. Other relevant history and lab data updated. Events: gastrointestinal or digestive system condition-type: pain similar to gallstone, excessive bleeding, cramping were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain similar to gallstones nos/pain in my ride side'), genital haemorrhage ('excessive bleeding/spotting little'), uterine haemorrhage ('abnormal uterine bleeding'), colicky ('gastrointestinal or digestive system condition-type: pain similar to gallstone, but gall bladder was removed in 2001'), autoimmune disorder ('autoimmune issues') and pericarditis ('chronic inflammation of pericardium') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, thyroid disorder (underactive thyroid), endometriosis, high cholesterol, sinus operation (lot of surgery), cholecystectomy (lot of surgery), carpal tunnel syndrome (selling , my finger looks like sausage), carpal tunnel release and muscle cramps. (B)(6) 2014 : essure confirmation test(s) : total bilateral occlusion. Previously administered products included for an unreported indication: ortho novum. Concurrent conditions included body mass index normal, anxiety disorder and condyloma acuminatum. Concomitant products included biotin, buspirone hydrochloride (buspar), cetirizine hydrochloride (zyrtec), cyanocobalamin, epinephrine (epipen), levothyroxine sodium (synthroid), liothyronine sodium (cytomel), lisinopril, montelukast sodium (singulair), naproxen (valrox), pravastatin, rosuvastatin, ubidecarenone (coq 10) and vitamins nos (multivitamin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced pruritus ("itching of skin/ itching like crazy") and weight fluctuation ("weight gain/I ve already lost 5 pounds/weight gain went from 135-180"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/menstrual cramp"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/horrible periods"), 3 years 11 months after insertion of essure. In (B)(6) 2014, the patient experienced uterine haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2017, the patient experienced fatigue ("fatigue/tired") and alopecia ("hair loss"). In 2017, the patient experienced colicky (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant) and tooth disorder ("dental problems"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), pericarditis (seriousness criterion medically significant), migraine ("migraines"), rash ("skin rash"), hypersensitivity ("allergic reactions/allergic to everything"), depression ("depression"), anxiety ("anxiety"), mood swings ("severe mood swings"), headache ("headaches"), allergy to metals ("nickel allergy/allergic to iodine/allergic to nickel"), abdominal pain ("right abdominal pain"), abdominal pain lower ("cramping"), pain ("sore"), impaired work ability ("I "wasn't" feeling up to working"), procedural pain ("pain from actual surgery is equivalent"), arthropathy ("still have the gas trapped in my shoulder"), insomnia ("cant sleep in hospital"), urticaria ("hives"), endometriosis ("endometriosis"), hypoaesthesia (""numbness" in arms/wrist /fingers") and peripheral swelling ("swelling my fingers look like sausages") and underwent carpal tunnel decompression ("carpal tunnel and cubital tunnel (elbow) release done at same time") and peripheral nerve decompression ("carpal tunnel and cubital tunnel (elbow) release done at same time"). The patient was treated with benzocaine (oral analgesic) and surgery (gall bladder removed in 2001 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia and alopecia had resolved, the genital haemorrhage, uterine haemorrhage, colicky, autoimmune disorder, pericarditis, migraine, rash, hypersensitivity, depression, anxiety, mood swings, vaginal haemorrhage, menorrhagia, pruritus, female sexual dysfunction, headache, tooth disorder, allergy to metals, dysmenorrhoea, fatigue, abdominal pain, abdominal pain lower, pain, impaired work ability, procedural pain, arthropathy, insomnia, urticaria, carpal tunnel decompression, peripheral nerve decompression and peripheral swelling outcome was unknown, the weight fluctuation was resolving and the hypoaesthesia had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthropathy, autoimmune disorder, carpal tunnel decompression, colicky, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, impaired work ability, insomnia, menorrhagia, migraine, mood swings, pain, pelvic pain, pericarditis, peripheral nerve decompression, peripheral swelling, procedural pain, pruritus, rash, tooth disorder, urticaria, uterine haemorrhage, vaginal haemorrhage, weight fluctuation and abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: sore, I wasn¿t feeling to working, pain from actual surgery, still have gas trapped in shoulder, cant sleep in hospital, chronic inflammation of pericardium, hive, hypoaesthesia, carpal tunnel decompression, peripheral nerve decompression, peripheral swelling. Most recent follow-up information incorporated above includes: on 12-sep-2019: social media received. Reporter information added. Event : endometriosis, "numbness" in arms/wrist /fingers, carpal tunnel and cubital tunnel (elbow) release done at same time, swelling my fingers look like sausages added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain similar to gallstones nos/pain in my ride side'), genital haemorrhage ('excessive bleeding/spotting little'), uterine haemorrhage ('abnormal uterine bleeding'), colicky ('gastrointestinal or digestive system condition-type: pain similar to gallstone, but gall bladder was removed in 2001'), autoimmune disorder ('autoimmune issues') and pericarditis ('chronic inflammation of pericardium') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, thyroid disorder (underactive thyroid), endometriosis, high cholesterol, sinus operation (lot of surgery), cholecystectomy (lot of surgery), carpal tunnel syndrome (selling , my finger looks like sausage), carpal tunnel release and cramps. Previously administered products included for an unreported indication: ortho novum. Concurrent conditions included body mass index normal, anxiety disorder and condyloma acuminatum. Concomitant products included biotin, buspirone hydrochloride (buspar), cetirizine hydrochloride (zyrtec), cyanocobalamin, levothyroxine sodium (synthroid), liothyronine sodium (cytomel), lisinopril, montelukast sodium (singulair), naproxen (valrox), pravastatin, rosuvastatin, ubidecarenone (coq 10) and vitamins nos (multivitamin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced pruritus ("itching of skin/ itching like crazy") and weight fluctuation ("weight gain/I ve already lost 5 pounds/weight gain went from 135-180"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/horrible periods"), 3 years 11 months after insertion of essure. In (B)(6) 2014, the patient experienced uterine haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2017, the patient experienced fatigue ("fatigue/tired") and alopecia ("hair loss"). In 2017, the patient experienced colicky (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant) and tooth disorder ("dental problems"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), pericarditis (seriousness criterion medically significant), migraine ("migraines"), rash ("skin rash"), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), mood swings ("severe mood swings"), headache ("headaches"), allergy to metals ("nickel allergy/allergic to iodine/allergic to nickel"), abdominal pain ("right abdominal pain"), abdominal pain lower ("cramping"), pain ("sore"), impaired work ability ("I wasnt feeling up to working"), procedural pain ("pain from actual surgery is equivalent"), arthropathy ("still have the gas trapped in my shoulder"), insomnia ("cant sleep in hospital") and urticaria ("hives"). The patient was treated with benzocaine (oral analgesic) and surgery (gall bladder removed in 2001 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia and alopecia had resolved, the genital haemorrhage, uterine haemorrhage, colicky, autoimmune disorder, pericarditis, migraine, rash, hypersensitivity, depression, anxiety, mood swings, vaginal haemorrhage, menorrhagia, pruritus, female sexual dysfunction, headache, tooth disorder, allergy to metals, dysmenorrhoea, fatigue, abdominal pain, abdominal pain lower, pain, impaired work ability, procedural pain, arthropathy, insomnia and urticaria outcome was unknown and the weight fluctuation was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthropathy, autoimmune disorder, colicky, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, impaired work ability, insomnia, menorrhagia, migraine, mood swings, pain, pelvic pain, pericarditis, procedural pain, pruritus, rash, tooth disorder, urticaria, uterine haemorrhage, vaginal haemorrhage, weight fluctuation and abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. (B)(6) 2014 : essure confirmation test(s) : total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: sore, I wasn¿t feeling to working, pain from actual surgery, still have gas trapped in shoulder, cant sleep in hospital, chronic inflammation of pericardium, hives. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu4 and fu5 processed together-pfs received via social media: events sore, I wasn¿t feeling to working, pain from actual surgery, still have gas trapped in shoulder, cant sleep in hospital, chronic inflammation of pericardium, hives added. Medical history, treatment drug added. On (B)(6) 2019: fu4 and fu5 processed together: incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain similar to gallstones, but gall bladder was removed in 2001"), autoimmune disorder ("autoimmune issues") and uterine haemorrhage ("abnormal uterine bleeding") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, thyroid disorder and endometriosis. Previously administered products included for an unreported indication: ortho novum. Concurrent conditions included body mass index normal. In (B)(6) 2013, the patient experienced migraine ("migraines"), depression ("depression"), mood swings ("severe mood swings"), headache ("headaches") and allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient had essure inserted. In november 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In january 2014, the patient experienced pruritus ("itching of skin") and weight increased ("weight gain"). In february 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In march 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and uterine haemorrhage (seriousness criterion medically significant). In january 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In january 2017, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In august 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), rash ("skin rash"), hypersensitivity ("allergic reactions"), anxiety ("anxiety") and abdominal pain ("right abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 23-oct-2017. At the time of the report, the pelvic pain, dyspareunia and alopecia had resolved, the autoimmune disorder, migraine, rash, hypersensitivity, depression, anxiety, mood swings, vaginal haemorrhage, menorrhagia, pruritus, female sexual dysfunction, headache, tooth disorder, allergy to metals, dysmenorrhoea, fatigue, uterine haemorrhage and abdominal pain outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, pruritus, rash, tooth disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. (B)(6) 2014 : essure confirmation test(s) : total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-jun-2018: events- "severe mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), itching of skin, weight gain, apareunia (inability to have sexual intercourse), headaches, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, abnormal uterine bleeding, right abdominal pain", reporter, concomittant and historical condition added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), rash ("skin rash"), hypersensitivity ("allergic reactions"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, migraine, rash, hypersensitivity, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, hypersensitivity, migraine, pelvic pain and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.